Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the remaining estimated longevity was lower than expected. Technical support was contacted, and the longevity estimate was determined to be false. The device will be replaced at a later date and the patient was stable with no consequences.